Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The patient's medical history included appendicitis in (B)(6) 2018, gravida ii, parity 2, ovarian cyst, myomectomy (in the 90s) and primary hyperparathyroidism (surgery in (B)(6) 2016). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy l.a. (Laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: essure was removed by request of the patient. The patient was not monitored for 6 months or longer since essure product was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The patient's medical history included appendicitis in (B)(6) 2018, gravida ii, parity 2, ovarian cyst (left), myomectomy (in the 90s) and primary hyperparathyroidism (surgery in (B)(6) 2016). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy l.a. (Laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: essure was removed by request of the patient. The patient was not monitored for 6 months or longer since essure product was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The patient's medical history included appendicitis in (B)(6) 2018, gravida ii, parity 2, ovarian cyst, myomectomy (in the 90's) and primary hyperparathyroidism (surgery in (B)(6) 2016). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy l.a. (Laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: essure was removed by request of the patient. The patient was not monitored for 6 months or longer since essure product was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.